Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction code. The customer's blood glucose (bg) at the time was 122 mg/dl. That night the bg dropped to 40 mg/dl and food was consumed to address the low bg. The customer thought the low bg was due to a high insulin sensitivity. Tandem customer technical support (cts) assisted the customer with resetting the pump and the malfunction code did not reoccur. Cts advised the customer to discuss the event with a healthcare provider.